Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented for pocket revision due to unexplained hematoma. Possible pocket infection was noted. The system was explanted. The patient condition is great.